Manufacturer narrative:
UDI -- (B)(4). Complaint sample was not returned to codman and no lot number information has been provided; therefore, an evaluation of the device could not be performed and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Event description:
As reported by the ous affiliate, a hakim valve was obstructed; there was difficulty programming. The valve was implanted to the patient via lp-shunt with unknown settings due to communicating hydrocephalus caused by a head injury in 2014. It was confirmed that not flowing to the abdominal cavity end during patency check. The sales rep reported that there was sufficient shunt flow confirmed via x-ray and a revision surgery was not performed and the patient is under monitoring. The csf protein level was within the range. No blood and debris contaminated into the spinal fluid was confirmed. No further information was provided by hospital. The product will be returned for evaluation.